Event description:
After hospitalization last year for a dvt after electric shock that also resulted in acute respiratory failure and heart dysregulation and a possible pulmonary embolism, I remained on rental e tank oxygen from (B)(6). I did not seem to come forward medically as quickly as I should have. Additional issues were found that included two leaking heart valves, three spinal stenosesm, and a brainstem injury. By the beginning of (B)(6) 2015, my oxygen saturations were beginning to drop again, cycling down as low as 86-88 and up to 92-94. When a billing snafu with (B)(6) caused concern that I could be charged the full cost for the oxygen rental services, I went a head and purchased an inogen one portable concentrator. Within 90 seconds I saw oxygen saturation levels of 96 and above and they stayed there without the cycling effect. I checked my home concentrator ( a big rental that draws on and concentrates house air) and I could also use that unit without a return of the cycling effect. It appeared, however, that a return to the e tanks restarted the problem pattern. The question now is whether the tank could be contaminated, the contents could be contaminated (e.g., chemicals, mold, fungus, bacteria) due to the placement of the intake for the machine that fills the e tanks, or there is a sensitivity response of some kind but no problem with the equipment. The time frame for the cycling that was getting progressively worse was approximately (B)(6) 2015 through (B)(6) 2015. I have contacted (B)(6) and they, like other local companies, can and will test the purity (oxygen%), but they don't even know where to send me for contamination testing of the equipment. (B)(6), however, did understand the possibility of contamination of their equipment, and the website that linked me to this form (http://www.publichealthwatchdog.com/contaminated-cylinder-reason-for-medical-gas-recall/ )cited an incident of contaminated tanks belonging to airgas in 2010, that were filled at their (B)(6) location. I have strongly enough concern regarding the e tanks presently in my home to not use them (and I would like also to keep them in my possession) until statistical results of a contamination test are available. If there is an equipment contamination, other families are involved. If the tanks and contents prove generally ok (and that is the first question), I still have strong reservations because of the severity of my response to them. You folks are the ones who should know how to get this issue to the testing stage.